Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1248 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("her right coil was imbedded in the top of the cornua"), device dislocation ("right coil malpositioned") and pregnancy with contraceptive device ("there is a single viable iup") in an adult female patient who had essure inserted (lot no. 58565) for female sterilisation. Product or product use issues identified: device ineffective ("there is a single viable iup"). The patient had a medical history of right lower quadrant pain, pelvic pain, menorrhagia, fibromyalgia, ovarian cyst, obesity, parity 5 and multi gravida. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 97 days after essure insertion, she experienced device dislocation (seriousness criterion medically important). An unknown time later she experienced embedded device (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus,with bilateral salpingectomy and tubal ligation with c-section on 24 aug 2016). At the time of the report, the outcome of embedded device was unknown. Essure was removed on (B)(6) 2020. The reporter considered device dislocation and embedded device to be related to essure administration. No causality assessment was received for essure with regard to pregnancy with contraceptive device. The reporter commented: (B)(6) 2015: the patient is a g 7 p 5 (B)(6) 2015: right coil malpositioned. (B)(6) 2016: the left essure was not identified. (B)(6) 2016: the right essure is seen posterior to the gestational sac in the uterine body. (B)(6) 2016: there is a single viable iup. (B)(6) 2016: the left essure coil appears to be visible and in place. (B)(6) 2016: tubal ligation- with c-section (B)(6) 2017: patient is gravida 8, para 6 (B)(6) 2019: the left essure coil was not seen (B)(6) 2019: her right coil was imbedded in the top of the uterine cornua and the left tube is in the tube. (B)(6) 2020: laparoscopic total hysterectomy with bilateral salpingectomy. Essure removal date: (B)(6) 2020 and (B)(6) 2020 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.988 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: showed bilateral tubal occlusion, right coil malpositioned [ultrasound pelvis] on (B)(6) 2019: indication: menorrhagia the right essure coil is visualized. The left essure coil was not seen [ultrasound scan vagina] on (B)(6) 2016: there is a single viable iup. There is a 3 x 3. 5 cm anterior fibroid the right essure is seen posterior to the gestational sac in the uterine body. The left essure was not identified. The night ovary appears within normal. The left ovary was not seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device and device dislocation. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: insertion date,reporters,medical history,lab data,patient information,indication,lot no.,non drug treatment added..medical device removal was updated to device embedded and device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1248 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("her right coil was imbedded in the top of the cornua"), device dislocation ("right coil malpositioned") and pregnancy with contraceptive device ("there is a single viable iup") in an adult female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("there is a single viable iup"). The patient had a medical history of right lower quadrant pain, pelvic pain, menorrhagia, fibromyalgia, ovarian cyst, obesity, parity 5 and multi gravida. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 97 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2020. On unknown date she experienced embedded device (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus,with bilateral salpingectomy and (B)(6) 2016: tubal ligation- with c-section). At the time of the report, the outcome of embedded device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The caesarean delivery occurred on (B)(6) 2016. The reporter considered device dislocation, embedded device and pregnancy with contraceptive device to be related to essure administration. The reporter commented: (B)(6) 2015: the patient is a g 7 p 5 (B)(6) 2015: right coil malpositioned. (B)(6) 2016: the left essure was not identified. (B)(6) 2016: the right essure is seen posterior to the gestational sac in the uterine body. (B)(6) 2016: there is a single viable iup. (B)(6) 2016: the left essure coil appears to be visible and in place. (B)(6) 2016: tubal ligation- with c-section, (B)(6) 2017: patient is gravida 8, para 6 , (B)(6) 2019: the left essure coil was not seen, (B)(6) 2019: her right coil was imbedded in the top of the uterine cornua and the left tube is in the tube. (B)(6) 2020: laparoscopic total hysterectomy with bilateral salpingectomy. Essure removal date: (B)(6) 2020 and (B)(6) 2020 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.988 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: showed bilateral tubal occlusion, right coil malpositioned [ultrasound pelvis] on (B)(6) 2019: indication: menorrhagia the right essure coil is visualized. The left essure coil was not seen [ultrasound scan vagina] on (B)(6) 2016: there is a single viable iup. There is a 3 x 3. 5 cm anterior fibroid the right essure is seen posterior to the gestational sac in the uterine body. The left essure was not identified. The night ovary appears within normal. The left ovary was not seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device and device dislocation. Batch no 58565 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: field pregnant updated to yes. No new follow-up information was received from the reporter. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("her right coil was imbedded in the top of the cornua"), device dislocation ("right coil malpositioned") and pregnancy with contraceptive device ("there is a single viable iup") in an adult female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("there is a single viable iup"). The patient had a medical history of right lower quadrant pain, pelvic pain, menorrhagia, fibromyalgia, ovarian cyst, obesity, parity 5 and multi gravida. Previously administered products included: mirena. On 13-may-2015, the patient had essure inserted. On 18-aug-2015, 97 days after essure insertion, she experienced device dislocation (seriousness criterion medically important). Essure was removed on 09-jan-2020. On unknown date she experienced embedded device (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus,with bilateral salpingectomy and 24-aug-2016: tubal ligation- with c-section). At the time of the report, the outcome of embedded device was unknown. The reporter considered device dislocation, embedded device and pregnancy with contraceptive device to be related to essure administration. The reporter commented: 13-apr-2015: the patient is a g 7 p 5 18-aug-2015: right coil malpositioned. 28-jan-2016: the left essure was not identified. 28-jan-2016: the right essure is seen posterior to the gestational sac in the uterine body. 28-jan-2016: there is a single viable iup. 03-mar-2016: the left essure coil appears to be visible and in place. 24-aug-2016: tubal ligation- with c-section 11-oct-2017: patient is gravida 8, para 6 16-sep-2019: the left essure coil was not seen 29-oct-2019: her right coil was imbedded in the top of the uterine cornua and the left tube is in the tube. 09-jan-2020: laparoscopic total hysterectomy with bilateral salpingectomy. Essure removal date: 01-jan-2020 and 09-jan-2020 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.988 kg/sqm. [Hysterosalpingogram] on 18-aug-2015: showed bilateral tubal occlusion, right coil malpositioned [ultrasound pelvis] on 16-sep-2019: indication: menorrhagia the right essure coil is visualized. The left essure coil was not seen [ultrasound scan vagina] on 28-jan-2016: there is a single viable iup. There is a 3 x 3. 5 cm anterior fibroid the right essure is seen posterior to the gestational sac in the uterine body. The left essure was not identified. The night ovary appears within normal. The left ovary was not seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device and device dislocation batch no 58565 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-feb-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.